Event description:
It was reported that the user experienced recurrent low blood glucose overnight with a low level of 62 mg/dl while using the ilet system and had been pausing or disconnecting the pump, using meal announcements as corrections, not announcing meals per prior guidance, using a lower secondary cgm target at night, and having an incorrect body weight entered. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed, and the case was assigned for additional training. Investigation included user interview and troubleshooting. Investigation of this case revealed cause of hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.